Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate therapy. The patient was evaluated in the emergency room, which revealed that the pacing impedances were out of range, greater than 2,000 ohms and there was no rv capture at maximum outputs. It was reported that the patient had fallen a couple times a few days prior to these issues surfacing. The patient has an underlying rhythm of 72 beats per minute and does not require pacing. The patient tachy therapy was programmed off and the patient was admitted into the hospital. A chest x-ray and a lead revision was to be performed. No further complications have been reported.

Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was surgically capped and abandoned.

Event description:
Additional information was received that upon pocket opening when the rv lead was cut and capped. The physician suspected a pocket infection. The pocket was closed and the patient was placed on antiobiotics in the hospital for one week. The physician planned to re-implant on the right side upon completion of antiobiotics.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted. No further complications have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed that this lead was severed during the explant procedure and only the proximal section was returned. Electrical testing indicated that the portion returned was continuous. The clinical observations were unable to be confirmed.